Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site. It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. The pressure transducer printed circuit board (pcb) and gas modules was found defective. The conclusion is that the pcb and gas modules need to replaced. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.